Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in one of the cylinders was noted. Pump and both cylinders were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented a hole and a leak at corner of a fold in the proximal end of its body, along with buckling folds in the middle and proximal end, and wear at fold in its distal end. The second cylinder exhibited buckling folds in its proximal end, and wear at fold in its proximal and distal ends. No leaks were identified in the second cylinder. The pump was microscopically inspected, leak and functionally tested. It was noted that its kink resistant tubing (krt) were won to the filament; additionally, the component did not pass activation test during functional evaluation. No leaks were identified in the pump. Based on the information available and analysis results, the leak identified in the cylinder, along with the pump not passing the functional testing could have caused or contributed to the reported clinical observations of device not working properly and a tear in one of the cylinders. Concomitant product UDI for pump is ((B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in one of the cylinders was noted. Pump and both cylinders were removed and replaced, and no patient complications were reported.